Manufacturer narrative:
As received, a complete lead was returned in one piece. Visual inspection revealed the helix was damaged and clogged with blood, but no other anomalies were noted except for procedural damage. The helix extension length could not be accurately evaluated due to the damage of the helix when received. A tip stiffness test was performed and the results were within specification. Electrical testing did not reveal any indication of conductor fractures or internal shorts. Based on the analysis and information received from the field, the cause of the reported incident remains undetermined.

Event description:
During a follow-up, no capture on the right ventricular (rv) lead was noted. Diagnostic imaging confirmed the rv lead perforated the heart. The lead was explanted and replaced. The patient was stable with no adverse consequences.